Event description:
Asymmetric polyethylene wear known since 2019, revised in 2021. Patient was revised. There was also suspected tibial loosening, but surgeon did not confirm the suspicion.

Manufacturer narrative:
(B)(4). Associated products: item 183028tnbn lot unk tinbn vg int cr anat fm l 65m; item 183440 lot unk vngd cr tib brg 10x71/75; event occured at (B)(6). This product is manufactured by biomet sapin orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510k number k945028. Discarded by hospital.